Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found to have a communication error on the searchlight printed circuit assembly (pca) leading to errors 32056, 1123, and 1173. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure of the searchlight pca.

Event description:
It was reported that following a system update, error 32056 presented on universal surgical manipulator (usm)2. The error persisted after several power cycle events. There was no report of patient involvement or patient injury.